Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 9 mmol/l. The device will be returned for the analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error detected noted due to connector resistance issue electrical board.